Manufacturer narrative:
Block h6: imdrf device code: a050501: captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, after the ligator was placed onto the scope and inserted into the patient, when attempting to deploy the bands to ligate the hemorrhoids, the bands did not deploy and some of them were entangled to each other. It was noticed that the proximal bands moved instead of the distal bands. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.